Event description:
The physician tried to get the coil to go through the septor c balloon from microvention. The coil got jammed up in the microcatheter. The physician said he felt it was the balloon catheter that was the problem. He had to use another microcatheter to go up and coil the aneurysm. Additional information received indicated that the coil got stuck in the septor c balloon catheter and the whole thing was withdrawn from the patient. The physician then went up with a different microcatheter and coiled the aneurysm. The event occurred while trying to advance the coil into the balloon catheter, the coil never made it to the patient and the entire coil was withdrawn. The procedure was completed with no stretching or unintended detachment noted. The target site was acom. Unknown what the vessel characteristics were. An adequate continuous flush was maintained through the microcatheter. No additional intervention performed or additional medication prescribed. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. No patient injury reported.

Manufacturer narrative:
The physician tried to get the coil to go through the septor c balloon from microvention. The coil got jammed up in the microcatheter. The physician said he felt it was the balloon catheter that was the problem. He had to use another microcatheter to go up and coil the aneurysm. When trying to get the 7x33 deltamaxx sr platinum 18 system to go through the microvention septor c balloon catheter the coil got jammed up in the balloon. It was reported that the physician felt that it was the balloon catheter that was the problem. The whole system was withdrawn from the patient. There was no stretching or unintended detachment within the catheter. A different catheter, a microcatheter was then used for coiling of the aneurysm. There was no reported patient injury. The target site was the anterior communicating artery with unknown vessel characteristics. An adequate continuous flush was maintained. The device is not available for analysis. Without the return of the device and the concomitant balloon catheter no conclusion can be made regarding the root cause of the reported event. As reported by the physician, it is possible that the balloon catheter contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device for analysis and based on the available information no definitive conclusion can be made. A review of the manufacturing documentation associated with this lot c10238 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.